Event description:
It was reported that there was an error when the device was turned on.

Manufacturer narrative:
Additional information: d10. Corrections: g4, h6 (device, method, results, conclusion). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 09/24/2008 to 08/27/2020 and note that this device has been returned for service one times, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the back up speaker causing error code 133.6080.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an error when the device was turned on.